Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was returned. The reported lot number was confirmed from the hub of the device and the returned packaging. On visual inspection no issues were noted. The device was attached to an encore syringe and an attempt was made to inflate the device. The device was not inflated. The device was examined under a microscope and contrast was evident. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information the device was confirmed to be in good condition during preparation/prior to use on the patient. The device was returned and there was crystallized contrast media noted within the device. The device could not be inflated due to the crystalized saline. It is probable that the device was damaged during the clinical procedure causing the reported inflation & leak issue. An assignable cause of procedural factors will be assigned to the reported balloon difficult to inflate and balloon leaked during use, and to the analyzed balloon difficult to inflate and balloon catheter shaft blocked/ occluded, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure physician was unable to inflate the balloon of the subject balloon catheter and it seemed that the balloon leaked. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure physician was unable to inflate the balloon of the subject balloon catheter and it seemed that the balloon leaked. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.